Event description:
On (B)(6) 2014, the lay-user/patient¿s spouse (the reporter) contacted lifescan (lfs) USA, alleging a test strip port issue with the patient¿s onetouch ultramini meter. The reporter claimed the test strip port was peeling the test strips. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that the alleged meter issue began at an unspecified time on (B)(6) 2014. During the follow up call, the reporter stated that the patient was unable to test her blood glucose with the subject meter as a result of the meter issue. The reporter stated that the patient manages her diabetes with insulin (self-adjuster) and claimed the patient did not make any changes to her usual diabetes management regimen in response to the alleged issue. The reporter claimed the patient developed symptoms of being ¿sweaty and tired¿ an unknown time after the alleged issue began. The reporter claimed the patient self-treated by having something to eat. At the time of troubleshooting, the customer services representative (csr) noted that the subject meter was not being used for the first time and there was no misuse of the device. The alleged meter issue remained unresolved at the time of troubleshooting and replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.